Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. Upon receipt, functional inspection was conducted. There was no impediment to free movement of this gage in the retained (locked) state. During inspection, it was noted that the spring for the cross slide was mistakenly placed on the threaded portion of the actuator shaft (due to an unk case). This would not produce the effect listed in the complaint, but it was not the proper assembly of this unit. All parts conformed to specifications at the time of mfg. Based on the specifications at the time of the original¿

Event description:
During a transforaminal lumbar interbody fusion (tlif) at l5-s1 with pedicle screws, the rod introducer would stick when releasing the trigger. The surgeon continued to use the device. The rod was pulled out, manipulated and manually reinserted to complete the procedure. An add¿l 15 minutes was added to the procedure.